Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient with an implantable cardioverter defibrillator (ICD) system presented to the emergency department (ed) and blood cultures grew (B)(6) bacteremia, which was presumed endocarditis. The patient was treated in hospital for thirteen days on intravenous (IV) antibiotics. The patient had a transthoracic echocardiogram (tte) and transesophageal echocardiography (tee), both were negative. Patient was discharged to skilled nursing facility on IV antibiotics for over one month, then transitioned to indefinite oral antibiotics. It was noted the patient is currently enrolled in (B)(6). The device remains in use. No further patient complications have been reported as a result of this event.